Manufacturer narrative:
The associated complaint device was returned and evaluated. Our assessment revealed the locking mechanism is stuck on the accord tensioner, which could cause the device not to function as intended. The device shows significant signs of wear/usage. The device was manufactured in 2013. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch/failure mode. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during surgery the knob on end of tensioner to grab cable is stuck. Less than 30 minutes delay was reported and the procedure finished with a competitors device.